Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the right ventricular lead was not totally retracted while positioning the lead. The lead was "hooking in" between the superior vena cava and the right atrium. Upon reaching the ventricle, the helix was unable to extend. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.